Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Continued (email address): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation and delamination received on may 30, 2022, with lot number: 1859808. Analysis of the returned device identified: opening curved on anterior. Leak test and microscopic analysis was performed which identified: striated opening on anterior, sharp opening on anterior (valve bond edge) and crease flat. The fill test inspection was performed, the result is no blockage. No observed delamination in the device. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. A sharp opening on anterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side deflation. Additional report of valve delaminated from shell". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted.